Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient presented to the emergency department after experiencing weakness, chest pressure, shortness of breath and exhaustion when walking. Symptoms had been consistent for approximately 2 weeks. The patient also noticed a slower heart rate and reported feeling normal while at rest. The hospital was unable to interrogate the pacemaker. Subsequently, the pacemaker was explanted and replaced. The patient was released without additional adverse effects.

Event description:
It was reported that this patient presented to the emergency department after experiencing weakness, chest pressure, shortness of breath and exhaustion when walking. Symptoms had been consistent for approximately 2 weeks. The patient also noticed a slower heart rate and reported feeling normal while at rest. The hospital was unable to interrogate the pacemaker. Subsequently, the pacemaker was explanted and replaced. The patient was released without additional adverse effects. The device was returned for analysis.

Manufacturer narrative:
Correction: h10 field additional MFR narrative was updated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this patient presented to the emergency department after experiencing weakness, chest pressure, shortness of breath and exhaustion when walking. Symptoms had been consistent for approximately 2 weeks. The patient also noticed a slower heart rate and reported feeling normal while at rest. The hospital was unable to interrogate the pacemaker. Subsequently, the pacemaker was explanted and replaced. The patient was released without additional adverse effects. The device was returned for analysis.